Event description:
A faulty breathing circuit on a mechanically ventilated pt was appropriately detected by the heated humidifier controller. The controller did not discontinue the current to both the heater plate and the pt circuit. This resulted in arcing of the current inside of the pt care circuit, creating a visible spark within the circuit. The equipment was replaced and there was no harm to the pt.